Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a vaginal vault suspension procedure with cystocele repair ;concomitant vaginal cuff suspension procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014 the patient experienced dyspareunia. On (B)(6) 2014, the subject was given a steroid injection and the event resolved.